Event description:
While servicing a unicel dxh 800 coulter cellular analysis system in a customer's facility, a beckman coulter field service engineer (fse) identified an increased occurrence of an error condition of vote outs (non-numeric test results) for the white blood cell (wbc) parameter. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and identified an issue with the white blood cell (wbc) bath electrode. The wbc bath was replaced resolving the increase in the error condition of vote outs (non-numeric results) for the wbc parameter. (B)(4).